Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip (slda) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult clip deployment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with grade 4. The patient had a rotated heart. Two clips were implanted reducing the mr to 1-2. On (B)(6) /2021, it was noted that one of the clips had detached from the posterior leaflet and mr had increased to 4. On (B)(6) 2021, two additional clips were implanted to treat the slda clip. During clip deployment of one of the clips, the clip delivery system (cds) did not release the clip. Troubleshooting was performed, the gripper lines were assessed, and the clip was released. Two clips implanted, reducing mr to 2-3. No additional information was provided.

Manufacturer narrative:
The reported difficult clip deployment could not be replicated in a testing environment as it was related to patient/procedural or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficult clip deployment could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. H2. Correction: d9. H3. The device was initially reported as not returning, but has now been reported as returning.